Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose levels. Customer's blood glucose level was 40 mg/dl at the time of incident. Customer's another low blood glucose was 51 mg/dl. Customer treated low blood glucose with food and soda. Customer's current blood glucose level was 237 mg/dl. Customer reported blacked out as symptom of low blood glucose. Customer was assisted with troubleshooting. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at time of low blood glucose event. Customer reported sensor had issue of calibration error and change sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, sleep current test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locks into the reservoir compartment. No unexpected alarms occurred during testing. Sensor and transmitter connected and calibrate successfully. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary customers alleged low bg is unable to be confirmed. Sensor and transmitter connected and calibrate successfully. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.